Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer¿s other blood glucose value such as 260 mg/dl. The customer treated for high blood glucose level by changing infusion set. Customer reported that the infusion set had leak at adhesive patch or site, cannula was bent and declined troubleshooting. The insulin pump will not be returned for analysis.